Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. The patient reported she had a return of symptoms (date of event above is approximate). It was reported she had diarrhea and pasty stool that will go on for a day or 2 and then she will take immodium and then it stops for day and then returns. The patient has tried changing programs but it doesn't help and when she checks it, it's not the same setting she left off at. The manufacturer reviewed that she may not be actually activating the program. It was confirmed the patient could feel stimulation in the bicycle seat area and the patient was walked through how to change from p4 2.8v to p1 1.3v. If additional information is received it will be added to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.